Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received with the shaft of the large quick coupling broken off. The broken piece was not returned for investigation. The relevant dimension of the remainder of the broken shaft was checked and was found within the specification. The fracture face is homogenous which indicates material conformity. At the forefront of the coupling are visible dents, which is possibly indicative the part was subject to a hit or a drop, while the device was attached onto a machine, causing this breakage. However, this complaint is indeterminate from a manufacturing standpoint as the broken fragment was not sent back for investigation. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported that during a reamer/irrigator/aspirator system (ria) procedure, the surgeon was reaming and the large quick coupling snapped where it enters into the drill. All pieces were retrieved and the surgeon used a jacobs chuck to complete the procedure. There was no reported adverse effect to the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.